Manufacturer narrative:
Concomitant medical product: product ID: 693558, lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert triggered for zero ohms left ventricular (lv) tip to right ventricular (rv) coil measurement during electro-cautery use. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.